Event description:
The 6f spyglass pigtail catheter was inserted into the sheath with the straightener. The user experienced difficulties advancing the catheter through the aortic valve and a kink occurred. The user was unable to straighten the pigtail with a wire due to the kink. Upon withdrawal of the pigtail catheter from the patient, the catheter lodged at the level of the sheath tip. The catheter detatched approximately 10 cm from the tip (in the wired portion of the catheter body) while attempting to remove the catheter through the sheath. The sheath was then removed from the patient and manual compression was applied. The detached portion of the catheter was surgically removed through a small incision at the femoral puncture site. No further complications were noticed and the patient was discharged the following day.